Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:a visual inspection of the pump revealed no physical damage to the keypad cover. During testing, the down arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging changes in button response. The "ok" button produces a delayed response. This issue began "within the last month" before the time of the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.